Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
Silicon dialysis catheter, becoming opaque and distorted. Pt(s) developed peritonitis which did not respond until tube was removed. Pt outcome was requested, but not provided.